Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. The technical service representative assisted in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.